Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance experience. No new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range impedance. Patient did not require atrial pacing so atrial port was plugged and not replaced. No new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, and lead body damage, including, insulation bends, and insulation tears. This type of damage is consistent with repeated stress over time. The reported high impedance measurement is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high out of range impedance. Patient did not require atrial pacing so atrial port was plugged and not replaced. No new lead was implanted. No additional adverse patient effects were reported.